Event description:
Medics were monitoring a pt during a transport. They were using a co's pd1400 with an r2 two lead pt cable and r2 ECG dry gel pads. The unit's monitor screen intermittently displayed an "ECG lead off" message in lead ii. The staff obtained two other pd1400's, but used the original pt cable and pads. The pt's rhythm was in v-fib and then into asystole. The pt was revived at the facility's ER. The complainant indicated that the alleged malfunction has occurred "a couple of other times". No other info was provided and there is no indication of any adverse effect on the pt.

Manufacturer narrative:
The device was evaluated on-sight by the co service technician. The evaluation revealed that the user facility was using non-co brand ECG electrodes and ECG cables. When testing with co brand ECG electrodes and ECG cables the device operated to spec.